Event description:
This is filed to report the knot observed in the lock line of the clip delivery system (cds 41117u2/(B)(4)) which required the line to be cut. This is considered medical intervention to prevent patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Clip delivery system (cds 41117u2/(B)(4)) was prepared for use and advanced to the mitral valve without issue. During the first attempt to open this clip, the clip did not open. The lock lever was closed and retracted a few times on the cds, but the clip could not open. Ten to twelve attempts were made with the grippers up and then down, and it was then possible to open the clip. It was noted that no resistance was felt while retracting the lock lever, "like it had slack." After the leaflets were grasped, the cap of the lock lever was removed and a knot was observed on both ends of the lock line. The knot was cut and deployment was finished successfully. One clip was implanted and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information; however, a failure analysis of the used device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history, a review of (B)(4) sterile devices from this lot and reported information provided to abbott vascular. Potential causes for lock line knots can include, but are not limited to, manufacturing anomalies or procedural conditions/user technique during lock line removal. With respect to the patient condition, procedural conditions and/or user technique, knots in the lock line may be influenced by user technique such as the unwrapping technique of the lock line, twisting of the lock lines prior to removal of the polyimide tubing and/or removal technique of the lock line. In this case it is possible that the lock line became twisted due to the user technique of unwrapping the ends of the lock line, such that a knot was formed on both ends; however, this cannot be confirmed. The (B)(4) returned sterile devices were analyzed, and there were no issues identified for knots in the lock line. A review of the lot history record revealed no non-conformances that would contribute to the reported event. Additionally, a review of the complaint history of the reported confirmed that there were no other similar incidents for knots in the lock line. Based on the manufacturing records of the complaint device confirming that there were no non-conformances that would contribute to the event and that the devices were manufactured as intended, there is no evidence of a product issue for knots in the lock line. The performance of the mitraclip device will continue to be monitored through internal site operating procedures.